Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The leak was described as approximately two ml of fluid that was contained within the instrument. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat, goggles, and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the needle vent tubing was disconnected from the needle. He reattached the vent line to the needle and the instrument ran without any leaks. The repairs were verified per established procedures. (B)(4).